Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of at least 24 months, due to unk reasons. No further details were provided. Info learned from implant pt registry.